Event description:
It was reported during the implant procedure that the lead "kinked" on insertion, during the slitting process at implant attempt. It was believed the lead was damaged. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.